Manufacturer narrative:
H2: continuation of d10: bi71000416 cblasy gantry cbl chn, lot number: unk h3: a representative went to the site to preform a system check out. It was reported that the initial x ray but would shut off. They found that the generator had kicked errors 40 and 41. When they checked the tank wells for oil, it was noted that the system had extremely little oil in the tank candlestick wells. The representative added oil, and checked the tube candlestick wells, found almost no oil in the wells. Anode cable in the tube had arced. There was a hole and a groove in the candlestick. It appeared to be surface issues. The representative cleaned the candlesticks and tried to use them again, but the system still produced the error 40 and 41 error when x raying. They replaced the gantry cable chain with the new cable in place the system would operate correctly without errors 40 and 41. Once the calibrated the generator, and verified that the system was operational and image quality was good. There were parts replaced and the system preformed as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding the imaging system. It was reported that outside of a procedure during a gain calibration while exposing there was a pop and the system stopped exposing. The system was rebooted and was still unable to expose. There was no patient present.